Event description:
The tech reported the brakes would not hold. The bed was located in the hill-rom service center. There was no pt/user injury reported. This report was filed in our complaint handling sys as complaint # (B)(4).

Manufacturer narrative:
The tech found during a between pt inspection that the left brake pedal slid out of the torsion bar. This was most likely caused by normal wear and tear. The tech pushed the left brake fully into the torsion bar and tightened it down to resolve the issue. Based on this info, no further action is required.